Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the cause of the patient feeling stimulation in the chest/abdomen was not determined. After trying to reprogram the device on (B)(6) the physician wanted the system turned off to see if the patient needed to heal from their procedure. The cause of the patient not being able to breathe, stand, or walk was not determined. The stimulation was turned off as stated above. The patient feeling stimulation in the chest, inability to breather, sit, or walk, and the whole back side swollen was not resolved. It was decided to explant the implanted system and revise to a percutaneous system with a smaller rechargeable battery on (B)(6). The patient was seen by a clinical specialist on (B)(6) and was not experiencing any of the symptoms mentioned. The programming was better and the patient had bilateral leg and low back stimulation. The device is with pathology and needs to be requested by the hcp to be returned to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient was implanted with the wrong device. Caller stated that the manufacturer's representative (rep) lied to her doctor and she was supposed to be implanted with a different type of neurostimulator (ins) and percutaneous leads but instead was implanted with this one and surgical leads. Caller stated they cannot turn the stimulator on because her body was reacting badly to it. Caller stated when the stimulation was turned on after the surgery the ins started protruding/bulging out of her body and she could not breathe, so they turned stimulation off. Caller stated she was put on high dose pain meds and muscle relaxers just to get her body to cope with the pain she was experiencing. Caller stated she couldn't breathe, couldn't sit down, couldn't stand and could only walk for 2 hours. Caller stated she had her vertebrate broken to have paddle leads and now she was going to have to have another surgery to remedy the issues. Caller stated he whole backside is swollen. Caller stated the leads were counter acting with her body. Caller stated she had the device implanted to help her with reflex sympathetic dystrophy (rsd) which she has had for 6 years and because she is in severe pain. Patient clarified more regarding her reaction when they did try turning stimulation on. Caller stated the leads went to her chest and she couldn't breathe. Caller stated she does not know why the stimulation would go to her chest when the rsd was in her right leg. Caller stated this did not make sense. Caller stated she had to use a breathing device at night because if she walked for 2 hours she couldn't breathe. Caller stated this was ridiculous that she now had to have another surgery to fix this. Caller stated she was not even recovered from the surgery and now they are doing another one. Caller stated the doctor then called in a different rep to come in and check the leads. Caller stated she told them the leads work but when she turned stimulation on, it did the same thing: patient felt stimulation in her abdomen and chest and could not breathe. Caller stated the rep sa ID that maybe her rsd had spread. Caller stated she found it highly unlikely that in a week it spread from her right leg to her abdomen. Caller stated they were doing another surgery thursday or friday to replace the entire system. Caller stated her healthcare provider would be calling the manufacturer as well to complain about this issue. Patient reported this event occurred on (B)(6) 2017 and that the rep was aware the day after surgery. Additional information was received from a representative. It was reported that the patient stated she was experiencing pressure and discomfort where surgical leads were placed and battery site. Rep reported that the patient knew she was going to get a non-rechargeable battery implanted. Rep reported that they tried reprogramming patient but she did not get the relief she got in her trial. It was reported that a surgery was planned to remove paddle lead and place percutaneous leads and connect to a new battery. Issue was not resolved at the time of this report. Surgery is to take place on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-04-02. The patient reported that these surgeries hurt because they were cutting into the body. The patient had her vertebrae broken, which was unnecessary surgery because she should have had percutaneous leads implanted. No further complications were reported.